Manufacturer narrative:
This is a correction report: the fse incorrectly stated there was a component failure. The fse clarified the nibp test required calibration. The fse performed calibration to resolve the issue. Alerting the customer that calibration is overdue is a normal function of the device. There was no malfunction.

Event description:
The customer reported the device failed the test. It was later clarified by the philips field service engineer (fse) that the device failed the opcheck test for nibp. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device failed the test. There was no reported patient or user involvement and no adverse patient/user impact.